Event description:
Report rec'd of event associated with refill of pump. Pt's medication was to be changed from morphine to fentanyl in pump for better pain relief. Dose calculations were prepared and checked in advance of fill. Needle was inserted in reservoir and appropriate amount of residual withdrawn. Needle was removed from reservoir (not recommended procedure) by hcp. Hcp used template to reinsert needle and hcp felt that proper site had been located. Injection of the medication proceeded and pump pocket began to swell. Procedure was stopped as overdose could occurr. Pt began showing signs of overdose - falling asleep. Nine ml's of fluid were withdrawn from the pocket - clear with tinge of pink and then red fluid. Narcan was administered and pt transferred to hospital per ambulance for treatment. Pt is doing well without any known negative sequela. Pt has had another refill without incident.